Event description:
On (B)(6) 2020 , a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent a pegj replacement during which it was found that the patient had a stoma site infection, and the tubing was removed, and duodopa treatment was interrupted. The patient was prescribed oral cefaks 500 mgs twice per day, and rif ampule and furacin pomade treatment for topical application daily for the stoma site infection.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.